Event description:
It was reported that the ventricular lead exhibited poor sensing and pacing thresholds, and poor lead impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.